Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4). Total number of events reported : 64 oto. Restorelle - 45. Novasilk - 19.

Event description:
As reported to coloplast though ot verified, patient's legal representative stated nocturia, dyspareunia, scar banding, incontinence, urge, frequency, minor sui, grad 2-3 rectocele with valsalva.